Event description:
A healthcare professional alleged that she performed a control test and received a result of 339 mg/dl. A normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The call ended before any additional information could be obtained. No product will be returned.

Manufacturer narrative:
The call ended before the customer's personal information could be obtained.